Event description:
It was reported that during the procedure in the mildly calcified right coronary artery, the rx vision stent system was advanced after pre-dilatation; however, the stent failed to progress after the proximal 1/3 segment of the lesion. The physician attempted various unsuccessful techniques. The stent system was withdrawn from the anatomy and an unspecified 4x28 stent was advanced and deployed successfully. There were no adverse patient effects reported. Though requested, no additional information was provided. Return device analysis revealed the stent implant had dislodged proximally and was loose on the shaft.

Event description:
Subsequent to the initial medwatch report, additional information indicates that the stent dislodged outside of the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: mercury. Guide wire: stab, balance middleweight. Inflation: merritt. Guide cath: vistabrite. Stent: 4x28 unspecified. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with contrast on the shaft, in the inflation lumen, and in the balloon, which is consistent with handling and suggests that the device was prepared for use. Although no damage was originally reported in the case description, the analysis revealed that the stent implant had dislodged proximally and was located loose on the distal shaft. There were crimp marks visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, the first few rows on both ends of the stent were found to be partially expanded and the balloon was loosely folded. This indicates that positive pressure had been applied to the system, forcing the balloon and stent to slightly expand and partially deploying the stent. In this case, additional follow-up information noted that the stent dislodged outside the body, and therefore appears to be related to handling after the procedure. The analysis also noted that there were flared struts in the first row at the proximal end of the stent, however, since there was no report of any damage observed prior to the procedure, this suggest that the struts became flared during or after the procedure. It is possible for flared struts to contribute to the difficulty advancing, although it cannot be verified when this damage occurred. The entire tip length was measured and met manufacturing criteria. However, due to the state of the returned device, measurements of the outer diameter of the stent at both the distal and proximal ends could not be taken. Although the mid stent dimension was measured and found to be slightly oversized, this was likely a result of the noted stent dislodgement. Overall, the failure to advance in conjunction with stent damage is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Reportedly, the lesion was mildly tortuous, mildly calcified and 85% stenosed, which likely contributed to the difficulties experienced. Based on the information received and the returned product analysis, the reported failure to advance and the noted damage appears to be related to operational context of the device and is not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for stent placement and a sampling of units is destructively tested for stent movement to verify stent security.